Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.